Event description:
It was reported by the sales consultant reported that during routine inspection of his field equipment; the matrix holding sleeve was broken. The small fragment of the threaded tip is broken off. No patient involvement . This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides (reference #(B)(4)) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received part 03.632.036 lot # 6746387 (mfg dec2011) was returned with the complaint that ¿it was noticed that the matrix holding sleeve was broken(03.632.036). The small fragment of the threaded tip is broken off.¿ the first level of threading on this device is no longer attached to the device and was not returned, the balance of the device is in working condition, this complaint is confirmed. The associated drawings for the sleeve (03_632_001+_036 rev j, and 03_632_001_1+036_1 rev c) were reviewed. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco (B)(4). The received instrument was manufactured in december 2011, after the implementation of these changes. In conclusion, this complaint is confirmed. This complaint condition was likely caused by general use over time. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.